Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Displacement test or excessive no delivery test weren't performed due to motor error alarms. The device had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, and partially broken reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime. Customer's blood glucose was unknown. Customer had changed the set and the device initially alarmed no delivery. Customer then hit the escape button and got the off. She removed the infusion set out and put it back in and that is when the motor error alarm occurred. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. She only had a mammogram and had an open heart surgery (B)(6). Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.